Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to shock in AED mode. There was no patient harm as another device was available for use. However, philips is considering this a serious injury as clinical action (retrieving another device) had to be taken.

Manufacturer narrative:
Additional information received indicates that the staff member who experienced the problem said the defibrillator was unable to analyze the ECG waveform due to interference/poor signal, but also said that the pads were changed and no other leads were connected in any way to the patient, and she still could not get a good signal. The customer's biomedical engineer evaluated the device. The device passed an operational check. The biomed also tested the therapy cable for breaks/shorts and the cable appeared to be working correctly. The device logs were reviewed by the biomed with no errors noted. The ac line filter setting was set to 50hz which is the appropriate setting for the region. Philips requested additional information including the brand of defibrillator pads used, the condition of the patient skin, and a list of other equipment in use in the patient's room at the time of the event. This information was not provided. The electronic event file from this event was reviewed and showed significant interference on the underlying ECG waveform. There were "artifact detected" and ¿cannot analyze ECG¿ messages. The underlying rhythm was initially disorganized but appeared more organized by the end of the event. The "artifact detected" message alerts the user when the advisory algorithm detects noise or motion artifact. This type of noise may be caused by poor electrode contact or interference from a poorly grounded instrument near the patient. The mrx IFU states the following in the AED chapter: if artifact interferes with analysis, the message "analyzing interrupted, do not touch the patient" is annunciated while the heartstart mrx attempts to continue analyzing. If the artifact persists, the message "cannot analyze" is annunciated and the message "paused. Attend to patient" is displayed. While paused, analysis is suspended. Check that the pads are making proper contact with the patient¿s skin and minimize movement. Analysis resumes automatically after 30 seconds or when you press [resume analyzing]. The users switched in and out of the monitor mode and AED modes before switching to a different defibrillator. Although the users reported that the device failed to shock in the AED mode, the event file shows that the device was unable to analyze this rhythm in order to deliver a shock advisory decision one way or the other. Philips technical support spoke with the hospital biomedical engineer. Although the device passed all testing, the biomedical engineer ordered a replacement therapy cable. The device passed the biomedical engineer's testing and was placed back into use. There have been no further cases from the customer to report the same issue with this device. Philips is unable to determine the cause of the reported noisy ECG signal as the device passed all testing and the symptom could not be reproduced. There is no systemic issue. Patient information was requested, the customer did not provide.